Manufacturer narrative:
No report of patient involvement. The hospital biomed reportedly replaced the anesthesia control board, resolving the alarm condition.

Event description:
The hospital reported that, in between cases, the unit was noted to be alarming regarding the anesthesia control board. There was no reported patient involvement.